Event description:
It was reported that during device change out, fracture was observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the conductor was found at 9.5cm from the distal tip consistent with fatigue. Externalized conductors due to external insulation abrasion were found at 3-6cm from the proximal end of the svc shock coil. The silicone insulation was abraded and the rv conductor was visible. The etfe coating was intact at the same location.